Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port installation procedure by using an MRI power port. It was reported that during port placement for a patient diagnosed with lung cancer with lymphatic metastasis, the surgeon accessed the right internal jugular vein, placed the guidewire, inserted the vascular sheath, positioned the catheter, and confirmed via intraoperative dsa that the catheter tip was at the t7 level. After creating the port pocket and trimming the catheter to the appropriate length, the surgeon attempted to secure the catheter to the metal port body using the catheter lock but found that the lock was loose and could not be firmly fixed. The spare catheter lock in the same package was then used, but it was also loose and unable to secure the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo and one x ray image was provided for review. The photo shows physician holding the power port and partial view of implanted catheter. No anomalies were noted. The image shows the catheter is appropriately placed. The images do not assist in determining the nature of the complaint. Therefore, investigation is inconclusive for the reported loose or intermittent connection issue. The definitive root cause could not be determined, based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port installation procedure by using an MRI power port. It was reported that during port placement for a patient diagnosed with lung cancer with lymphatic metastasis, the surgeon accessed the right internal jugular vein, placed the guidewire, inserted the vascular sheath, positioned the catheter, and confirmed via intraoperative dsa that the catheter tip was at the t7 level. After creating the port pocket and trimming the catheter to the appropriate length, the surgeon attempted to secure the catheter to the metal port body using the catheter lock but found that the lock was loose and could not be firmly fixed. The spare catheter lock in the same package was then used, but it was also loose and unable to secure the catheter. The procedure was completed using another device. There was no reported patient injury.